Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient experienced not feeling good, and went to her general practitioner (gp), no specific cgm nor blood glucose reading was reported from that moment. At the gp it was noted that the patient had high blood pressure and an ambulance was called. When the patient arrived at the hospital a fingerstick was done and it was noted that she also had a high blood glucose reading, the cgm was reading 108 mg/dl and the blood glucose reading was 340 mg/dl. The patient was treated with novorapid and tresiba insulin (route unknown) and stayed in the hospital for a total of 1 week before being discharged. The patient stated that she was in the hospital for a week because of her blood glucose values. It could not be confirmed if the high blood pressure from the patient contributed to the hospitalization. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.